Event description:
The device was applied during a diagnostic laparoscopic procedure. Reportedly, a burn was noticed on the pt upon removal of the trocar. The surgeon completed the procedure with the same instrument. Expiration date: 7/31/2001.